Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted

Event description:
It was reported that the 18mm locking screw did not lock in the second hole from distal. Surgeon tried two times but could not insert. The surgeon thought that 18 mm screw may have been long so the tip of the screw and cortical bone came into contact with each other and the 18 mm screw could not be locked. A shorter 16 mm screw was used instead of 18 mm screw, but the 16mm screw also could not be locked with the plate. Other screw hole was used instead of the unlocked screw. The plate is implanted. Only 18mm hole was obtained for the investigation.